Manufacturer narrative:
The received device had the cannula assembly fully deployed. The cannula measured the correct full length according to specification, but the exposed portion of the soft cannula was found bent and torn with fluid exiting through the tear. It cannot be determined how this damage occurred or if this damage contributed to the reported dislodged cannula. A root cause for the reported dislodged cannula could not be determined. Cracks were observed in the top housing. It cannot be determined when or how this damage occurred. The device was unable to connect to a master pdm, and the device data could not be downloaded. Damage was observed to the pcb assembly, but it cannot be determined when or how this damage occurred.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels reached 24.7 mmol/l (444.6 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. The patient noted the cannula had dislodged from the infusion site. Hyperglycemia treated by applying a new pod and bolus.